Event description:
It was reported that the device automatically powers on and off with plugged in power cord. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#(B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the right plunger case(on the side) and bottom case was cracked, (l-bracket area) and chipped top case (both front lower corners). During the power up, the reported problem was not duplicated. The pump operated as intended. Pump was able to power up and stay on for more than 20min when plugged into power cord. However, the root cause of the reported issue was found to be that there was fluid ingression which caused the intermittent problem. Corrosion was found on interconnect board (u19 component) and main board (j8 and u14 component). Replaced main board and interconnect board for preventive. Performed power up process and all functional tests which the device passed.